Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the hi-torque guide wires instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The IFU deviation appears to have contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error as it is likely interaction as the guide wire tip became caught in the lumen of the lv lead resulted in the reported difficulty to position and the reported difficulty to remove. Manipulation of the device resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to place a left ventricle (lv) lead. An unspecified 014 whisper guide wire was used; and did not meet any resistance during advancement. However, the tip of the guide wire became caught in the lumen of the lv lead and separated easily. Therefore, the tip was removed when the guide wire and the lv lead were both removed from the anatomy. Another unspecified whisper guide wire was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.